Event description:
It was reported surgeon stated that he believes there is a mismatch between the broaches and the implant. The stem countersunk further than the broach. He believes the broaches may be too aggressive or since the change from a modular implant to a conventional stem there is a problem with the match.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown secur-fit advance broach.a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was not confirmed. Visual inspection:the returned broach appears unremarkable. Dimensional inspection:the device was inspected with the overlay. The gage ID number was ma.02634 with 5x magnification. The comparator ID is dki-022. The device passed inspection and are within specifications. Functional inspection:not performed as the visual and dimensional inspection confirmed that the device are within specifications. Conclusion: a dimensional inspection was performed on the securfit rasp and found that it is within specifications. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported surgeon stated that he believes there is a mismatch between the broaches and the implant. The stem countersunk further than the broach. He believes the broaches may be too aggressive or since the change from a modular implant to a conventional stem there is a problem with the match.